Event description:
It was reported that pre-op, constant error messages "pi fault detected" was displayed when using the patient interface. The procedure was completed with another patient interface. There was no patient involved.

Manufacturer narrative:
H3: product analysis found that reported fault was confirmed. Patient interface internal fault detected error observed. The patient interface mainboard and stim board pcba was faulty. The electrode ports were loose(dry joints). The software was upgraded to v1.7.5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.